Event description:
The customer reported that the system repeatedly froze and locked up while in vascular modes. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Both the hard disk drive and cine hard disk drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.